Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, crossbrace damage. Broken tubing at center hole, bent tubing at seat rail. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the cross brace of having a fracture present at the center bolt hole of one of the two cross braces returned from the tracer sx5 wheelchair. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, crossbrace damage. Broken tubing at center hole, bent tubing at seat rail. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the cross brace of having a fracture present at the center bolt hole of one of the two cross braces returned from the tracer sx5 wheelchair. The dealer stated that the patient was sitting in the chair and the crossbrace broke right where the bolt attaches. The dealer stated that he believed the other crossbrace bent when the breakage occured.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the patient was sitting in the chair and the crossbrace broke right where the bolt attaches. The dealer stated that he believed the other crossbrace bent when the breakage occurred.